Event description:
A barostim system was implanted on (B)(6) 2026. Following the procedure, it was noted that the patient was showing signs of hemiparesis and remained under evaluation for thrombectomy. Hemiparesis was confirmed on the patient's right side, and the patient was transferred to the stroke unit. An MRI scan was done and there was no evidence of a thrombus. Per the opinion of the physician, the root cause of the event was unknown, however, the patient was doing better. The patient was seen for a follow up on (B)(6) 2026, and it was noted that they had recovered from the neurological episode. The patient was still experiencing a slight weakness on the right side and a little issue with speaking however, they were titrated successfully and their blood oxygen was down to normal levels.

Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h11 cvrx ID: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2026. Following the procedure, it was noted that the patient was showing signs of hemiparesis and remained under evaluation for thrombectomy. Hemiparesis was confirmed on the patient's right side, and the patient was transferred to the stroke unit. An MRI scan was done and there was no evidence of a thrombus. Per the opinion of the physician, the root cause of the event was unknown, however, the patient was doing better.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was unknown, however, the patient was doing better. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).